Event description:
It was reported that a user of the ilet experienced elevated blood glucose of 219 mg/dl after eating chicken pot pie and contacted support for guidance. Troubleshooting and education were provided, including instruction to monitor and consider a supply change per guidance if levels did not decline. Symptoms included hyperglycemia and headache. Outcomes included no reported injury, no medical intervention beyond self-management advice, and no alarms. Investigation included a review of the complaint details and user-reported history with coaching on troubleshooting steps. Investigation of this case revealed that the event resolved or was expected to resolve with routine user actions and that no device malfunction was identified based on available information. It was concluded that the event was consistent with hyperglycemia of unclear cause, possibly related to meal content, with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.